Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2025, a nurse on unit 1-5b left a central venous catheter in place, pumped back into the catheter to observe no blood return, and upon giving the catheter for removal, found that the front end of the catheter had ruptured. The catheter was immediately replaced with a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ruptured catheter is inconclusive due to the state of the returned sample. One photograph of a groshong PICC was returned for evaluation. An initial visual observation of the photograph showed a healthcare provider holding the catheter such that the distal tip of the catheter was shown. No evidence of damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.